Event description:
During troubleshooting for an unrelated alarm during drain four of four on a homechoice (hc) machine, it was reported that the home patient (hp) was experiencing pain in their left side during drains and the hp had a drain volume that met increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) advised the caregiver (cg) to adjust the lines which relieved the symptoms. The tsr also had the cg perform a manual drain after the hp had drained out 2841ml. The hp's manually drained 529ml. In conjunction with the previous drain, this volume met iipv criteria with the hp?s largest prescribed fill volume of 2100ml. During follow up, a swap of the hc was arranged and the use of continuous ambulatory peritoneal dialysis supplies was advised until the new hc arrived. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The returned device was evaluated. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed successfully. All of the pressures were determined to be correct and stable. The reported issue was neither confirmed nor duplicated during pal evaluation. During the event history log review, additional therapies were found to have over written the reported condition. As a result, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.